Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml ethyl vinyl acetate (eva) total parenteral nutrition (tpn) bag was leaking from the side. The leak was discovered during the visual inspection of the finished product prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device and three (3) photographs of the sample were received for evaluation. Visual inspection of photos observed a leak on the lower right edge of bag. Visual inspection of the returned sample confirmed a small puncture hole or cut approximately 4mm in length on the lower right side edge of bag. Functional leak testing was performed and a leak was observed on the lower right edge of bag. The reported condition was verified. The cause of the hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.